Event description:
Ous MDR - after an implantation time of about 114 months, it was reported that the patient was admitted to the clinic requiring resuscitation on (B)(6) 2013. This pacemaker was failing to properly pace. It was also reported that the pacemaker showed a battery state right before eri. The pacemaker and the OEM ventricular lead were exchanged.

Manufacturer narrative:
After it was received, the pacemaker underwent a visual analysis. It showed scratches at the inscribed side of the pacemaker housing. The connection system of the pacemaker was examined mechanically. The screws and the spring elements of the lead connections were ok. Leads inserted in a test could be contacted with easy passage, low-ohm values, and reliably. The drill hole dimensions were all within the dimensions defined in the is-1 standard. In a next step, the pacemaker underwent an electrical incoming goods inspection. The pacemaker was interrogated and the memory content analyzed. The analysis of the memory content showed proper device behavior. The battery state "eri" is to be expected after an implantation time of 114 months. The pacemaker's ability to provide therapy was tested. The antibradycardic output signal matched the programmed values, and the signal sensing of the device was normal in eri mode. The pacemaker showed behavior according to specifications in regard to its device functions. In addition, a long-term pacing test was performed. The pacing function showed no anomalies during this test. The device was capable to provide therapy without limitations. The pacemaker had been implanted for 114 months. The charge drawn from the battery was checked. The battery depletion proved to be as expected. In summary, the device is ok and within specifications both in regard to the connection system and the electronics. The analysis showed no deviations from the specification that could be related to the clinical observation. The battery status eri was as expected, and the implant showed proper therapy functions in eri mode. There was no material defect or manufacturing error.